Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer had a white screen when first turned on. It was found on analysis that the cursor jumped away from the stylus position on the screen and a calibration failed to resolve the issue. The left and right rubber pads near the on and off button and the e strip button were missing. The kickstand was loose. The back up battery was depleted. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer subsequently tested out of specification during manufacturer analysis. No patient complications have been reported as a result of this event.